Manufacturer narrative:
(B)(4). Investigation: this disposable sets were unavailable for return and investigation. The customer's medical director felt the donors would be ok (they've not spoken to the donors). Caridianbct therapy scientist cautioned about clotting, and recommended destruction of collected plasma products. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: this disposable set was unavailable for specific root cause analysis. Operator error in connecting improper solutions was the basis of the failure causing these events. Corrective/preventive action: the customer has made the decision to destroy the collected plasma products. Eval of solution control will be reviewed by the customer. No corrective and preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering. Conclusion: operator error, no device failure.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. On 5 separate incidences lactated ringers were inadvertently used as replacement fluid verses normal saline. No donor's exhibited any symptoms following donations in which incorrect replacement solution was utilized. The customer mentioned that no f/u donor contact had occurred. The lactated ringer's solution (275 mosmol/l) has an osmolarity similar to that of normal saline (286 - 308 mosmol/l). This report is being filed due to the potential for donor reaction due to the use of the incorrect replacement fluid.

Manufacturer narrative:
(B)(4). Investigation: the disposable sets were unavailable for return and investigation. The customer's medical director felt the donors would be ok (they've not spoken to the donors). Caridianbct therapy scientist cautioned about clotting, and recommended destruction of collected plasma products. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: this disposable set was unavailable for specific root cause analysis. Operator error in connecting improper solutions was the basis of the failure causing these events. Corrective/preventive action: the customer has made the decision to destroy the collected plasma products. Eval of solution control will be reviewed by the customer. No corrective and preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering. Conclusion: operator error, no device failure.

Manufacturer narrative:
(B)(4). Investigation: this disposable sets were unavailable for return and investigation. The customer's medical director felt the donors would be ok (they've not spoken to the donors). Caridianbct therapy scientist cautioned about clotting, and recommended destruction of collected plasma products. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: this disposable set was unavailable for specific root cause analysis. Operator error in connecting improper solutions was the basis of the failure causing these events. Corrective/preventive action: the customer has made the decision to destroy the collected plasma products. Eval of solution control will be reviewed by the customer. No corrective and preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering. Conclusion: operator error, no device failure.

Manufacturer narrative:
(B)(4). Investigation: this disposable sets were unavailable for return and investigation. The customer's medical director felt the donors would be ok (they've not spoken to the donors). Caridianbct therapy scientist cautioned about clotting, and recommended destruction of collected plasma products. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: this disposable set was unavailable for specific root cause analysis. Operator error in connecting improper solutions was the basis of the failure causing these events. Corrective/preventive action: the customer has made the decision to destroy the collected plasma products. Eval of solution control will be reviewed by the customer. No corrective and preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering. Conclusion: operator error, no device failure.

Manufacturer narrative:
(B)(4). Investigation: this disposable sets were unavailable for return and investigation. The customer's medical director felt the donors would be ok (they've not spoken to the donors). Caridianbct therapy scientist cautioned about clotting, and recommended destruction of collected plasma products. Trends suggest that the event reported is random and isolated on a general basis. If the kit is later received and findings differ from the info presented in this record, an addendum will be added to correct/update the investigation findings. Root cause: this disposable set was unavailable for specific root cause analysis. Operator error in connecting improper solutions was the basis of the failure causing these events. Corrective/preventive action: the customer has made the decision to destroy the collected plasma products. Eval of solution control will be reviewed by the customer. No corrective and preventive actions by caridianbct quality assurance will occur at this time. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering. Conclusion: operator error, no device failure.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. On 5 separate incidences lactated ringers were inadvertently used as replacement fluid verses normal saline. No donor's exhibited any symptoms following donations in which incorrect replacement solution was utilized. The customer mentioned that no f/u donor contact had occurred. The lactated ringer's solution (275 mosmol/l) has an osmolarity similar to that of normal saline (286 - 308 mosmol/l). This report is being filed due to the potential for donor reaction due to the use of the incorrect replacement fluid.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. On 5 separate incidences lactated ringers were inadvertently used as replacement fluid verses normal saline. No donor's exhibited any symptoms following donations in which incorrect replacement solution was utilized. The customer mentioned that no f/u donor contact had occurred. The lactated ringer's solution (275 mosmol/l) has an osmolarity similar to that of normal saline (286 - 308 mosmol/l). This report is being filed due to the potential for donor reaction due to the use of the incorrect replacement fluid.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. On 5 separate incidences lactated ringers were inadvertently used as replacement fluid verses normal saline. No donor's exhibited any symptoms following donations in which incorrect replacement solution was utilized. The customer mentioned that no f/u donor contact had occurred. The lactated ringer's solution (275 mosmol/l) has an osmolarity similar to that of normal saline (286 - 308 mosmol/l). This report is being filed due to the potential for donor reaction due to the use of the incorrect replacement fluid.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. On 5 separate incidences, lactated ringers were inadvertently used as replacement fluid verses normal saline. No donor's exhibited any symptoms following donations in which incorrect replacement solution was utilized. The customer mentioned that no f/u donor contact had occurred. The lactated ringer's solution (275 mosmol/l) has an osmolarity similar to that of normal saline (286 - 308 mosmol/l). This report is being filed due to the potential for donor reaction due to the use of the incorrect replacement fluid.